Event description:
It was reported that during a stenting treatment procedure, the stent delivery system (sds) became stuck on the guide wire. The lesion being treated was located in the left anterior descending (lad) artery. The physician attempted to advance the 2.75x12m promus element sds over an unspecified guide wire. The sds became stuck on the guide wire and would not advance. The physician removed the sds and completed the procedure with another of the same device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified tip damage. The tip bond was stretched, resulting in a total tip and tip bond length of 9mm. The stretched tip bond was kinked just distal to the lumen. The balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure, the stent delivery system (sds) became stuck on the guide wire. The lesion being treated was located in the left anterior descending (lad) artery. The physician attempted to advance the 2.75x12m promus element sds over an unspecified guide wire. The sds became stuck on the guide wire and would not advance. The physician removed the sds and completed the procedure with another of the same device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.